Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin formation with the incident lot was observed. The customer samples were tested and no issues relating to fibrin formation were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the tube pms plh 13x75 3.0 slbl lim ce was clotting/micro clots/fibrin clots. This occurred on 50 occasions during use. The following information was provided by the initial reporter:¿ laboratory has found by now 50 sample after centrifugation where is able to see some artefact maybe fibrin."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube pms plh 13x75 3.0 slbl lim ce was clotting/micro clots/fibrin clots. This occurred on 50 occasions during use. The following information was provided by the initial reporter:¿ laboratory has found by now 50 sample after centrifugation where is able to see some artefact maybe fibrin".